Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Inserted a new battery and a new battery cap. After multiple battery replacements, the unit persisted on blank display. Unit was unable to download history files due to display anomaly. Unable to perform sleep current measurement, active current measurement and self test due to display anomaly. Unit was cut open to perform a visual inspection on connectors and electronic assembly. During deconstructive analysis, it was noted that the external battery connector was not completely plugged in. After plugging in the external battery connector, the unit gave an unexpected flashing white screen. Proceeded with deconstructive analysis and no moisture damage found on electronic assembly. However, lcd screen glass was found cracked. Unit was received with broken trace, cracked belt clip rails, overlay scratched, scratched case, cracked lcd window, damaged display window cover and connector not plugged in properly. In conclusion, customers' concerns about the damaged screen were confirmed. Unit was received with blank display due to unplugged external battery connectors. After plugging external battery connector back in place, unexpected white flashing screen was noted. White flashing display was noted due to broken traces between lcd glass and lcd controller chip due to physically cracked lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Bumped/dropped/cosmetic damage customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.